Event description:
The contact stated her patient had been receiving glucose readings with a decimal point. It was verified the meter was set in mmol/l. The contact did not allege the customer experienced any adverse events. She was able to reset the meter to mg/dl, and no product will be returned for evaluation.